Event description:
During mitral valve replacement the coronary sinus perfusion cannula balloon continued to inflate and ruptured the coronary sinus. Surgical intervention was required to repair the coronary sinus. No apparent injury to the pt.